Event description:
Report received from abbott international affiliate (abbott spain) that states "a male was receiving IV analgesics due to an amputation. An abbocath was placed without problems. The nurse realized that the device was obstructed. For this reason the device was removed and she noticed that the catheter was broken and that a piece of it was inside the cardiovascular system of the pt. The catheter was extracted by a cardiovascular surgeon. The pt did not suffer any untoward consequence." No additional info was available.